Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, auxiliary drawer had failed. Customer mentioned that the nurses unable to get meds from the cubies. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 failed. A field service engineer (fse) ran diagnostics and found that the full height retractor band was faulty. The fse replaced the retractor band to resolve the issue and tested the drawers. The system functioned as intended after the field service engineer repaired the device.